Manufacturer narrative:
An investigation of the device including the logs, confirmed the reported complaint. During the described failed state, the arkon automatically activates the emergency oxygen and the licensed clinician, who is in constant attendance, can continue to manually ventilate the patient while power cycling the device which resolves the issue. The investigation findings showed no risk of serious harm to the patient and no serious risk should the event recur, however spacelabs is filing this report as requested by the FDA letter dated october 10, 2017.

Event description:
Spacelabs received a report that on (B)(6) 2017, the arkon experienced a failed state during use. The clinician turned the device off and on while ventilating the patient using the device in manual mode. The issue resolved and the clinician continued the case without issue. No injury was reported as a result of this event.